Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set. This report involves a patient who experienced turbid liquid/cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced turbid liquid/cloudy effluent along with symptoms of abdominal pain and draining difficulties coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began antibiotic therapy with claforan (1 gram, intravenously, frequency and duration not reported and 1 gram, intraperitoneally, frequency and duration not reported) for an unspecified indication. The cause of the turbid liquid/cloudy effluent was unknown. The action taken with the pd solution was not reported. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this event was not reported. No additional information is available. This is report 1 of 3 involved in this event.